Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified radial cephalic vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the middle part of the balloon vertically ruptured upon fifth inflation at 24 atmospheres for 30 seconds. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter facility name: initial reporter facility name: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.